Event description:
A customer stated they generated 2 erroneously high potassium results on their au680 analyser. These results were not reported outside of the laboratory so there was no reported change to patient treatment. According to the customer, quality control runs were within specification and all required maintenance had been performed on the ise unit.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found large amount of bubbles coming from the reference valve. The fse replaced the reference valve with part no. B37620. The fse primed the system and confirmed there were no further bubbles coming from the valve. A calibration and qc were performed and the system was confirmed to be performing with specification. (B)(4).